Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device could not be removed from the trocar smoothly. When the device was removed from the trocar, the insulation on the jaws was found to be chipped and broken. The broken piece was collected and discarded by the customer. A new device was used to continue the procedure without any patient harm.

Manufacturer narrative:
Correction: evaluation summary: one lf1737 device sample was received and evaluation of the returned device confirmed the reported condition.the returned product did not meet specification as received. Visual inspection found the jaw overmold was damaged and missing piece of overmold plastic. Missing overmold was not returned for investigation. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The IFU states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.